Event description:
A user facility report was received reporting an incident during a cardiac cath procedure. A heparin drip was set to infuse 12 cc/hr. The concentration of heparin was 25,000 units in 250cc of saline. The facility reports 250cc infused in about 10 minutes and the pump displayed an unknown failure code on channel c. As a result of the overinfusion, the py's clotting time was elevated and protamine sulfate was given. Pt developed hematuria (blood in urine) with large clots. No add'l details are available.